Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total extraperitoneal laparoscopic inguinal hernia, on access dissection, the balloon popped and physically broke without hitting it. The user opened another to resolve the issue. There was no patient injury.